Manufacturer narrative:
Concomitant medical devices: additional device: the gore® tag® conformable thoracic endoprosthesis/lot #18129570/UDI #: (B)(4); 18129570/MFR #2017233-2020-00263. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic endoprosthesis and a gore® tag® conformable thoracic stent graft. The gore® tag® conformable thoracic endoprosthesis (B)(4) was implanted distally. Then, the gore® tag® conformable thoracic endoprosthesis with active control system was implanted proximally (B)(4). After all endoprostheses were implanted, a touch-up ballooning was performed to the proximal end, the distal end and the overlap site using gore® tri-lobe balloon catheter. Final angiography identified a dissection from the distal end of the (B)(4) (this endoprosthesis was implanted most distally) to the level of the diaphragm. Another gore® tag® conformable thoracic stent graft with active control system was implanted distally to resolve the dissection. The patient tolerated the procedure. The physician¿s comment: he should have performed touch-up ballooning carefully because the (B)(4) was oversized compared to the diameter of the distal side of the thoracic aorta. The dissection was not observed before the (B)(4) was implanted so, it is possible that the touch-up ballooning caused the dissection.